Event description:
A malfunction was reported on the pump by the caller, who did not notice any notable events leading up to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue resurfaced.